Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8095790, medical device expiration date: 2021-03-31, device manufacture date: 2018-04-06. Medical device lot #: 8134963, medical device expiration date: 2021-04-30, device manufacture date: 2018-05-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
All challenge, set-up and in process samples were performed in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during the build of this lot number. Lot 8095790: received a catheter-adapter assembly within an open package. The remainder of the unit was not returned for investigation (needle-barrel assembly and needle cover). Lot 8134963: received 2 iag 20ga units within open packages. The needle-barrel assemblies were fully retracted within the safety barrels. Lot 8095790: no physical mechanical damage was observed on any of the components of the catheter-adapter assembly. The catheter tip was acceptable per specification. No fm or particulate could be found. Lot 8134963: unit 1: no physical mechanical damage was observed on any of the components of the catheter-adapter assembly or the needle assembly. The catheter tip was acceptable per specifications. The cannula tip was acceptable per specifications. No fm or particulate could be found. Unit 2: no physical mechanical damage was observed on any of the components of the catheter-adapter assembly or the needle assembly. The catheter tip was acceptable per specifications. The cannula tip was acceptable per specifications. Traces of fm (black and red fibers) was observed on the catheter tubing. Indeterminate: foreign matter: a definite source that introduced the fm fibers to the received unit is unknown, the unit was received within an open package, therefore it is unknown if it was the consequence of the manufacturing process or the user environment prior/during usage. Threading difficult: no physical-mechanical damage was observed on any of the components of the unit and no manufacturing related issues that would trigger the failure experienced by the customer was found.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.